Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed multiple cartridges to resolve the issue. Customer's blood glucose ranged from 102-103 mg/dl.